Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, the lifeband (lot #unknown) was missing a black band clip and the autopulse platform was missing a screw from the lifeband support strip. No patient involvement.